Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed a ra automatic threshold test failure due to loss of capture (loc). The pacing thresholds have been unstable between different measurements. A slight gradual increase in the ra pacing impedance was noted and then it stabilized in a normal range. An in-clinic auto testing and turning off auto threshold was recommended. The ra lead remains in service. No adverse patient effects were reported.